Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the system shut down on its own during setup for a procedure. The system was rebooted to proceed with surgery.

Manufacturer narrative:
The system was examined and the reported event was replicated. The host and the power supply cable were both replaced to resolve the issue. The system was tested and found to meet product specifications. The customer stated they were no longer experiencing any issue. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 25, 2008. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event was attributed to the host and the power supply cable. However, it is unknown which part specifically may have caused the reported event with the information received. Therefore, the root cause of the reported event cannot be determined conclusively at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The host was received for evaluation. The sample was installed into a calibrated system where it was found to functionally exhibit no problems. However, without the power supply cable returned, it remains unknown whether that part may have caused the reported event. Therefore, the root cause of the reported event cannot be determined conclusively at this time. Because, it is unknown which part specifically may have caused the reported event with the information received. Therefore, the root cause of the reported event cannot be determined conclusively at this time. The manufacturer internal reference number is: (B)(4).